Event description:
The physician was attempting to implant a resolute integrity drug eluting stent. It was reported that the physician could not get the wire to pass through the distal opening of the device and commented that the shaft appeared to be stretched at the opening. It was confirmed that resistance was experienced during the attempted delivery and removal of the device due to extreme calcification. Upon removal of the device damage was noted. No clinical sequelae reported. Device evaluation: the stent was positioned between the marker bands. The 7th and 8th proximal segments were raised and deformed. There was no damage evident to the catheter.

Manufacturer narrative:
Evaluation results and conclusion: (failure to deliver stent and stent deformation), (extreme calcification). (B)(4).